Event description:
It was reported that the left ventricular (lv) lead had elevated thresholds and failure to capture. The lead was capped and replaced. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 lead implanted (B)(6) 2010. (B)(4).